Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient got an email from telling her to pay attention to her symptoms. It was reviewed why the patient potentially received that email. Caller stated she got her ins replaced. Caller confirmed it was due to normal battery depletion. Caller stated she had noticed she cannot empty her bladder all the way and she did not get the feeling she had to urinate, she just started to flow. The patient had access to patient programmer. Patient was redirected to the healthcare professional (hcp) if problem does not resolve. No further symptoms reported no complications reported.